Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no fridge was attached to the device. A technical support specialist found a notice for a temperature of 58 degrees, unloaded the srm from the database, but the data synchronization failed. The technical support specialist took a database backup on the d drive, dropped the database, and performed a full synchronization to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was stuck on the synchronizing screen. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.